Event description:
Initial surgery occurred approx 2 months prior to event involving a three level acdf at c4-c7. On (B)(6) 2013, during routine f/u, it was discovered that the two inferior bone screws at c7 had backed out of the 70 mm cervical plate. Initial surgery additionally consisted of a corpectomy with a 9 mm graft at the superior level and a fiber strut below. No screws were placed at the corpectomy level. It is unk if the pt complied with post- operative care instructions. Pt is doing well post revision surgery.

Manufacturer narrative:
(B)(4). Radiographs confirmed that the inferior bone screw in the plate has backed out. Revision surgery to replace the screw occurred on (B)(6) 2013. The bone screw will not be returned as it was discarded by the hospital. No eval of the device can be completed at this time. Pt activity at the time or prior to the event in unk. Additionally subsidence can transfer unbalanced loads to the inferior screws. The root cause of the failure remains unk. Review of labeling notes: contraindications: 5 pts with in adequate bone stock or quality.